Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the battery cap on his insulin pump is worn and gets stuck sometimes. Customer also stated that he had a power fluctuation and a failed battery alarm on his insulin pump. Customer declined any troubleshooting. Customer's current blood glucose reading is 200 mg/dl. No further information reported.